Event description:
It was reported this balloon ruptured at an unknown pressure while dilating a previously placed stent during dilatation of a re-stenosed wall stent within an arteriovenous fistula graft. An inflation gauge to adequately monitor balloon pressure was not utilized. Difficulties were encountered during withdrawal of the balloon catheter through the introducer sheath. The balloon catheter and introducer sheath was removed as a unit. Another balloon catheter was used to successfully complete the procedure. However, some bleeding was noted at the access site. Pressure was applied for two hours at which time hemostasis was achieved. No pt sequelae resulted from this event. The device was received, evaluated and retained by this MFR. The engineering eval indicated the balloon material was detached from the center of the balloon. The detached segment of balloon material was returned and measured 2.2cm. Eight millimeters of balloon material was folded over the distal bond and tip of the catheter shaft. Four centimeters of balloon material was present on the proximal end with the bond on the catheter shaft. The shaft under the balloon was elongated, kinked and flattened. This device displayed characteristics consistent with continual exertion against resistance, and elongated shaft. It was indicated this device was used to dilate an existing stent within an arteriovenous fistula graft which is not an indicated use of this device. It was also indicated the balloon was inflated without the benefit of an inflation gauge. Co believes these factors contributed to this event and do not attribute it to the device. Directions for use states: "medi-tech xxl balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of narrowed segments in the iliac femoral arteries in the peripheral vasculature...it is essential that a pressure gauge (medi-tech catalog number 15-103 or its equivalent) be used to monitor pressure within the balloon to determined that adequate dilating force is applied while not exceeding the maximum limits of the product...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...if resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."